Event description:
It was reported by the customer, that the pins were sticking inside the collet. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating was worn off, which results in the pins sticking to the collet.